Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem, explant date and returned to manufacturer date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The device was explanted and then was used as an external temporary device. Subsequently, the device was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The device is no longer in service. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then was used as an external temporary device. Subsequently, the device was removed from service when a new system was implanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d is no longer in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The device was explanted and then was used as an external temporary device. Subsequently, the device was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The device is no longer in service. It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The crt-d was explanted and then was used as an external temporary device. Subsequently, the device was removed from service when a new system was implanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem, explant date and returned to manufacturer date. Upon receipt at our post market quality assurance laboratory, additional information indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests performed and no anomaly was detected. This supplemental is being filed to correct the outcomes attributed to adverse event and to capture the product analysis after the product investigation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The device was explanted and then was used as an external temporary device. Subsequently, the device was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The device is no longer in service.